Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-04894. It was reported that patient experienced pain at the rib cage due to calcification around the implant site. Reportedly, the ipg was deemed inoperable and patient therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.